Event description:
It was reported that an ilet user experienced a return of cgm data on the ilet after an approximate 5-hour lapse in dexcom g7 readings, during which the ilet displayed ¿high,¿ and the user had no confirmatory fingerstick value; the user denied symptoms and declined a full supply change after performing one earlier, stating they would administer an injection and disconnect from the ilet for two hours. Symptoms included no reported clinical symptoms. Outcomes included user self-management without reported medical intervention or hospitalization. Investigation included troubleshooting and education provided by support, including recommendation for a full supply change. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed sensor glucose value and no device functional failure reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.